Manufacturer narrative:
(B)(6) 2014 - additional information was provided informing us this patient is a golfer. Upon receipt, the lead under complaint was found dissected in two segments at 16.5 cm distal to the is-1 connector pin. A portion of lead body between the two segments was not returned for analysis. The received lead segments were extensively analysed. The inspection revealed severe abrasion marks along the distal lead segment with a damaged insulation as a result of wear in the region of the tricuspid valve. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed explantation damages i.e. Cuttings in the insulation were noted, the distal lead segment was found stretched and the rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 80 months, a suspected lead fracture was reported, but no further details regarding the incident itself. Should more details become available, this report will be updated. The lead was replaced and returned to biotronik. No adverse patient side effects have been reported.